Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found that bootloader software installed had become corrupted. The bootloader software was re-installed to resolve the malfunction. Historically failures of this type are a result of the device's software being upgraded. We were unable to obtain information from the customer if a software upgrade had been performed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.